Manufacturer narrative:
(B)(4). Femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset. Concomitant products: 00642803201, alumina ceramic femoral head 12/14 taper 32 mm diameter -3.5 mm neck length, 62700151; 00631005632, liner 10 degree elevated rim 32 mm i.d. For use with 56 mm o.d. Shell, 62575779; 00620005622, shell porous with cluster holes 56 mm o.d., 62514855; 00625006530, bone scr 6.5x30 self-tap, 62690196; 00625006520, bone scr 6.5x20 self-tap, 62654847; 00625006525, bone scr 6.5x25 self-tap, 62622408; 00998201718, femoral stem - revision taper - nitrided cementless 17 mm diameter 185 mm stem length, 62361817. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03109 customer has indicated that the product will not be returned to zimmer biomet for investigation, [remains implanted]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's right hip has been indicated for revision due to implant fracture 3 years and 5 months post implantation. Without any accident, fall or sudden movement, the prosthesis fractured and since then the patient has been lying down, without making the slightest movements, instead that the broken rod causes severe pain and completely limits his walking, or even the simple movement of sitting. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information.

Event description:
It was reported that the patient's right hip has been revised approximately 4 years post implantation due to implant fracture. Without any accident, fall or sudden movement, the prosthesis fractured and since then the patient has been lying down, without making the slightest movements, instead that the broken rod causes severe pain and completely limits walking, or even the simple movement of sitting.

Event description:
No additional information received.

Manufacturer narrative:
Reported event was confirmed by review of x-rays provided. Returned x-rays were reviewed by an external surgeon. The review indicated that the quality of proximal support and the size of proximal body relative to femur were inadequate. Device history record was reviewed and no discrepancies were found. Based on third-party x-ray review, the root cause of the stem fracture is likely inadequate bone support. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.